Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. C4tr01 implantable pulse generator (ipg) implanted: (B)(6) 2011; 4965 implantable pacing lead implanted (B)(6) 2011; 4968 implantable pacing lead implanted (B)(6) 2011.

Event description:
It was reported there was far field r-wave (ffrw) oversensing on the atrial channel. It was further reported the remote monitor transmission was showing atrial fibrillation monitored episodes were collected due to the oversensing and that cardiac resynchronization therapy pacing is ¿lost¿ during these periods of oversensing. The patient is to follow up in the clinic at a later date. No patient complications have been reported as a result of this event.